Event description:
Initially customer called to report having prime and rewind anomaly on their pump. Customer called back in 2005 to report that they were on their way to emergency room, that they had high blood glucose since this morning. Unable to treat does not have back up plan of injections.